Manufacturer narrative:
Device is not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On 2/18/2022 it was reported by a sales representative via sems that an ar-13995n scorpion needle with an ar-13996 scorpion multi-fire had issues during a rotor cuff procedure. The doctor was passing suture tape from in the cuff and after 2-3 passes with the tip of the scorpion needle broke into the cuff. The broken piece of the needle was not retrieved.